Manufacturer narrative:
Received a verbal report of a patient who had allegedly been burned during treatment the prior year. The healthcare provider mentioned the incident to an employee of manufacturer in context with another topic, and the incident was over one year old. No further information about whether the burn was ever confirmed by a health care professional or not.

Event description:
Received third person verbal report of a patient who allegedly was burned during treatment.